Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reverting to set up mode. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist requested the csr follow-up with the patient. The patient stated that the alleged meter issue began approximately 3 years ago and he has been unable to get a blood glucose result using the subject meter. The patient manages his diabetes using an insulin pump, and reportedly reduced his food and/or drink consumption in response to the alleged meter issue. The patient stated experiencing symptoms of fatigue and urinating approximately 6 hours after the alleged issue began, and reportedly visited his doctor's office and received hcp advice in response to the reported issue (date and time unknown). The patient stated that his blood glucose was measured using another device (brand unknown) with a result of 400mg/dl (date and time unknown). At the time of troubleshooting, the csr noted that it was not the patient's first use of the product and there was no misuse. The csr confirmed that the issue did not occur after removing/replacing the batteries. The csr was unable to resolve the issue. This complaint is being reported because the patient allegedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.